Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a transient image loss. The phenomenon was determined to be due to a damaged charged coupled device (ccd) unit. The device was serviced and was returned to the user facility. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, the image was completely lost. The procedure was successfully completed using a different, but similar device. There was no pt injury reported.